Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when placing the catheter, the tracheotomy catheter balloon was leaking. A new tracheotomy catheter was immediately replaced. The incident prolonged the patient's operation time but did not cause substantial harm.

Manufacturer narrative:
H3: no product was returned for analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.